Event description:
It was reported that during a system upgrade the "lead failed to plug into the header" of the implantable cardioverter defibrillator (ICD). The ICD was not implanted and a new ICD was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation: (B)(4) no anomalies were found. The set screw was loose. The analyst commented that a test lead was fully inserted into all connector ports. All setscrews were tightened with a medtronic wrench and all set screws retained their lead.